Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose, motor error alarm and no delivery alarm. The customer's blood glucose was almost 600mg/dl. The customer reported an error that she was receiving that was stopping her insulin delivery. The customer was advised to discontinue the use of the pump, but customer declined.

Manufacturer narrative:
The insulin pump received with the operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or motor error alarms noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.